Event description:
It was reported that the device would occasionally alarm system fault 41.541. Per reporter, the device also does not remember the date and time set. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Reviewed of the event history log (ehl) showed error code 41541. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the clock battery. As a result, the main board was replaced. Service history identified the complaint was not related to a previous service of the device within the review period.